Event description:
It was reported that the following events occurred heart failure, cardiac arrest, cardiac arrest, new requirement for dialysis, other vascular complications requiring treatment, death at discharge, cause: acute myocardial infarction.

Manufacturer narrative:
Due to safe harbor de-identification rules with the registry data owner (accf), data in the event date field is limited to the year only. January 1 of the given year was used to capture this. No further information is available for these events, as the user facility is unknown.

Manufacturer narrative:
Correction: h6 patient codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: an investigation conclusion code of cause not established was assigned to the complaint. Due to safe harbor deidentification rules with the registry data owner (accf), data in the event date field is limited to the year only. January 1 of the given year was used to capture this. No further information is available for these events, as the user facility is unknown.

Event description:
It was reported that the following events occurred heart failure, cardiac arrest, cardiac arrest, new requirement for dialysis, other vascular complications requiring treatment, death at discharge, cause: acute myocardial infarction.